Event description:
It was reported that during set up the renasys touch pump displayed message need maintenance so it was not used on the patient. The treatment continued with a back-up device.

Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. Visual inspection of the returned device noted that the attachment lugs are loose and dented housing. Functional evaluation revealed there was "maintenance notification: maintenance is required" error message after booting up: device operation failed to go past the error message. The device's touch screen failed to operate. The root cause is determined to be a component failure. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.